Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a portion of dual lumen powerpicc catheter. The depicted device appeared to be implanted in a patient. A needleless injection cap was attached to the purple luer adapter. The red luer adapter was completely detached from the extension tube and was not evident in the photograph. While the red luer adapter was clearly detached from the tubing, inspection of the submitted photograph was insufficient to identify the cause of the detachment. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and tensile (pulling) stress. A lot history review (lhr) of rebz1185 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient's catheter, one of the lumens was without the hub. It was stated the patient was in stable general state using intravenous medications, detecting that the catheter was without the hub, removing it and providing new central venous access. The patient today it is in stable general state with antibiotic treatment.